Event description:
It was reported during device change out for normal eri. An insulation anomaly was observed. The lead was repaired and remains implanted. All measurements were within normal range. The patient condition is good.